Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the graftmaster was used to treat a perforation in the right anterior tibial artery. It should be noted that the instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts. The investigation determined the reported difficulties and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the 2.8 x 16 mm graftmaster stent delivery system (sds) was being used for treatment of a perforation of the right anterior tibial artery with anterior compartment syndrome. The graftmaster sds failed to cross the lesion and the stent dislodged from the balloon. The stent was retrieved with a snare device. A 3.0 x 18 mm xience stent was deployed to treat the perforation and the patient was sent to surgery for a fasciotomy of the tibial perforation. No additional information was provided.